Event description:
In 2000, a diabetic under continuous pump therapy informed minimed that the day before, during use of the infusion set, rptr was having high blood glucose level due to a leak in the tubing. Rptr further informed that the tubing, all that day, was kinked throughout without knowing how it was kinked. Maersk medical a/s was informed about this fact on august 20, 2000. The used sample has been returned for analysis. Lot no. Is not available.